Manufacturer narrative:
The customer later provided foreign material survey results. The was reprocessed prior to sending the device for repair. There were no malfunctions of the reprocessing accessories, no delay in the manual cleaning process. During the manual cleaning process these additional steps were performed: the forceps elevator was moved up & down three times in water during pre-cleaning. They performed the brushing around forceps elevator during manual cleaning, flushed detergent around forceps elevator. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for field corrective action. In addition to evaluation in b5, the adhesive on bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis exera ii duodenovideoscope) is associated with a field corrective action, that was returned with no complaint by the end user. There was no report of patient harm. The device was returned for field corrective action. During the device evaluation, the following reportable malfunction was identified: forceps elevator had foreign material due to insufficient reprocessing. The foreign material was yellowish/brown in color and the identity is unknown.